Manufacturer narrative:
Of the two reported malfunctions, no lot numbers were provided. Therefore, a lot history review was not performed. The 2 samples were not returned to bd for evaluation. Therefore, the investigation for the reported malfunctions is inconclusive. Based upon the information provided, the definitive root cause is unknown. The device was labeled for single use.

Event description:
This report summarizes two (2) malfunctions. A review of the reported malfunction indicated that model unknown implantable port allegedly dislodged or dislocated. This report was received from various sources. This malfunction involved 2 patient with no patient consequences. One of the patients was a female. Age, weight, and gender were not provided for the other patient.

Event description:
This report summarizes two (2) malfunctions. A review of the reported malfunction indicated that model unknown implantable port allegedly dislodged or dislocated. This report was received from various sources. This malfunction involved 2 patient with no patient consequences. One of the patients was a female. Age, weight, and gender were not provided for the other patient.

Manufacturer narrative:
H10: of the two reported malfunctions, no lot numbers were provided, therefore, a lot history review was not performed. One malfunction was reassessed and the device codes were updated to 2888 - blocked connection and 2589 - device tipped over. The 2 samples were not returned to bd for evaluation. Therefore, the investigation for the reported malfunctions is inconclusive. Based upon the information provided, the definitive root cause is unknown. The device was labeled for single use. H10: g4 h11: h2 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the two reported malfunctions, no lot numbers were provided. Therefore, a lot history review was not performed. The 2 samples were not returned to bd for evaluation. Therefore, the investigation for the reported malfunctions is inconclusive. Based upon the information provided, the definitive root cause is unknown. The device was labeled for single use.

Event description:
This report summarizes two (2) malfunctions. A review of the reported malfunction indicated that model unknown implantable port allegedly dislodged or dislocated. This report was received from various sources. This malfunction involved 2 patient with no patient consequences. One of the patients was a female. Age, weight, and gender were not provided for the other patient.